Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator had a malfunction. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator exceeded the acceptable range, reaching 75 degrees. As a precautionary measure, medications were removed to safeguard their integrity. This incident resulted in a delay to patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.